Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly; the coil was detached from the pusher assembly and intact; the pet lock was intact on the proximal end of the pusher assembly; the pusher assembly was kinked approximately 5.0 and 95.0 cm from the proximal end; the coil was intact with the pusher assembly. The renegade hi-flow microcatheter was ovalized approximately 13.0 cm from the distal tip. The outer diameters of the coil, distal detachment tip (ddt), and pull wire were measured and found to be within specification. Conclusion: the complaint has been evaluated. The complaint indicated that the patient was undergoing a coil embolization procedure in the splenic artery using two ruby coils and another manufacturer's micro-catheter. The two coils were unable to be advanced through the micro-catheter and one of the coils unintentionally detached as it was being withdrawn. Both coils and the micro-catheter were withdrawn from the patient. The case was completed with another manufacturer's coils. There was no report of an adverse impact on the patient. Evaluation of the returned devices revealed that both coils were detached from their pusher assemblies and (-2) the pusher assembly of the second ruby coil was kinked. This type of damage typically occurs due to improper handling of the device during use. If force is applied at an angle, it is likely that damage such as this may occur. The renegade hi-flo microcatheter distal shaft was ovalized, which likely made it difficult to advance the coils through the catheter. These devices are 100% functionally test and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00485.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and another manufacturer's microcatheter. During the procedure, the physician was unable to advance a ruby coil through the microcatheter, however it met resistance and was removed after several attempts to advance. The physician used a new ruby coil however it met resistance while advancing. Upon retraction, the ruby coil unintentionally detached inside the microcatheter. The microcatheter was removed with the detached ruby coil inside and the procedure continued using another manufacturer's coils. There was no report of an adverse effect on the patient.